Event description:
My son was taken to the ER, after a fall. After taking x-rays, the dr ordered a CT scan of his neck -c1 through c4. During this procedure the technician used a manual setting, and the table malfunctioned -it didn't move-. All of the radiation occurred primarily to a 3mm ring around his head. While using the manual setting, the technician continued with the procedure for over an hr. As a result, my son had a burn going around his head in a 3mm ring. The radiologic dept of hlth has been conducting an investigation of this incident since it occurred. They are still trying to determine the actual dose that my son rec'd. They feel that it was very high based on the fact that it caused a burn. As far as long term consequences are concerned we have no answers. A dr. In a foreign country will be conducting an analysis of the chromosomes next week when we send him a blood sample. We are waiting for more info as it is available.